Event description:
It was reported that, after undergoing a thr revision surgery on (B)(6) 2023 due to a broken total hip arthroplasty along with severe metallosis, the patient suffered from dislocation of left hip arthroplasty. This adverse event was addressed by doing a closed reduction on (B)(6) 2023, during which, under general anesthesia, the hip was examined. The hip was slightly shortened and externally rotated. Slightly flexion was done, distal traction applied, and it was internally rotated and the hip reduced. At this point, it was stable after reduction. There were no complications.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a thr revision surgery on (B)(6) 2023 due to a broken total hip arthroplasty along with severe metallosis, the patient suffered from dislocation of left hip arthroplasty after falling. This adverse event was addressed by doing a closed reduction on (B)(6) 2023, during which, under general anesthesia, the hip was examined. On (B)(6) 2023, the patient had a second dislocation and had a closed reduction with anesthesia. On (B)(6) 2023 the patient underwent a revision surgery to treat the dislocations in which a reflection constrained liner adapter 50 x 52 mm od; a reflection constrained liner, 0-degree, 50 x 52 od, 26 ID; and a 26 mm oxinium head +8, 12/14 taper were implanted. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h11:given the nature of the reported incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the dislocation and subsequent closed manipulation under anesthesia were a direct result of the fall. Therefore, the fall cannot be ruled out as a likely contributing factor to the recurring dislocation and subsequent revision. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that reveals for preoperative warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in loosening, subluxation and dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. Postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Given the nature of the reported incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, at four weeks following revision of the modular hip components, the patient sustained a fall at a clothing store. She was evaluated in the local emergency department, where imaging confirmed a left hip periprosthetic dislocation. She was subsequently taken to the operating room and underwent closed reduction under anesthesia. Preoperative consultation documented a (B)(6) -year-old female with recent revision surgery who had been progressing well until the fall. All documents and images provided as of this date have been reviewed and considered, and unless otherwise noted, do not contribute to the clinical/medical investigation. The dislocation and subsequent closed reduction under anesthesia were a direct result of the fall. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that reveals for preoperative warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in loosening, subluxation and dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. Postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Corrected data: b5, h6 (health effect - impact code).

Event description:
It was reported that, after undergoing a thr revision surgery on (B)(6) 2023 due to a broken total hip arthroplasty along with severe metallosis, the patient suffered from dislocation of left hip arthroplasty after falling. This adverse event was addressed by doing a closed reduction on (B)(6) 2023, during which, under general anesthesia, the hip was examined. The hip was slightly shortened and externally rotated. Slightly flexion was done, distal traction applied, and it was internally rotated and the hip reduced. At this point, it was stable after reduction. They had no complications.